Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: visual analysis of the returned device identified a linear opening, a broken plug strap, fold creases, and wear abrasion. A leak test was performed and found one opening. A microscopic analysis identified a linear sharp opening on the posterior side assessed as unidentified(tear) opening(a dimension measurement in the shell was performed which identified the thickness was within specification), a broken plug strap with a sharp edge assessed as an unidentified(tear) opening and a partial delamination of the plug strap disk shell assessed as an adhesive failure. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: broken plug strap with sharp edge assessed as unidentified(tear) opening. A sharp opening assessed as unidentified(tear) opening. Delamination of plug strap disk shell assessed as adhesive failure.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.